Event description:
It was reported that a progav 2.0 shuntsystem (part # fx413t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the valve was not able to be adjusted. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Patient data: age: 8 months, weight: 5 kilograms (kg), height: 60 centimeters (cm), gender: male. Same event as medwatch-no.:3004721439-2022-00249.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Manufacturing and quality control data the progav® 2.0 shunt system was manufactured by a qualified employee on may 2021. Deviations during assembly did not occur. The product was finally tested as article fx413t and released for packaging and sterilization and was sterilized by miethke. The progav® 2.0 has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The valve was pre-adjusted to 20 cmh2o in accordance with the specification. The shuntassistant® has a fixed pressure of 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 20 cmh2o, and were found to meet range the tolerances. All tested parameters were assessed according to specifications. Visual inspection the following observations were made during the visual inspection: no deviations detected. Permeability test the test showed that the progav® 2.0 shunt system is permeable. Adjustability test the progav® 2.0 was found to be adjustable to all pressure settings. Braking force and brake function test the braking force of the progav® 2.0 valve was within the specified tolerance and the brake function operated as expected. Opened with a special tool. After dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we cannot determine that there was a non- adjustability in the valve at the time of our investigation. However, it is possible that the detected deposits were the cause of the non-adjustability in the past. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.